Manufacturer narrative:
(B)(4). A batch review will be performed. The device was received for evaluation in the original packaging, which had been opened. Visual inspection confirmed that one of the two clamps was missing. Upon completion of baxter's investigation, a follow-up report will be submitted.

Event description:
It was reported that clamp was missing from an irrigation sterile peel pouch. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the reported condition is related to manufacturing process. A CAPA has been opened to address this issue. Corrective actions include personnel rotation,additional training on assembly, and implementation of a poka yoke device in assembly. Should additional relevant information become available, a supplemental report will be submitted.